Event description:
A facility reported that duragen 4x5 1 pack ce (id4501i) was used for a case of meningioma about 2 years ago, and a tumor reoccurred where duragen was placed. No additional information has been provided.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Therefore, a root cause determination is not possible. An assessment performed by scientific affairs to evaluate possible relation between the reported condition and product use determined the following: ¿would not be related in any way to duragen, a simple recurrence of tumor. Duragen re-establish the dura mater, as such the new tissue is not immune from being invaded by tumor cells as would be the same case with scar tissue in the operative site. Also, a certain recurrence rate has long been known to be an expected outcome following meningioma resection.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.